Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074626. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7078180. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7079377.

Event description:
It was reported that the patient experienced a motor vehicle accident and subsequently the spinal cord stimulation (scs) leads migrated. In addition, one of the patients leads displayed high impedances, although it is uncertain when this impedance first presented. The patient underwent a revision procedure in which the leads were repositioned. No devices were implanted or explanted. It was noted that postoperatively the high impedances remained, and it is uncertain if it impacted the patients therapy. No further information can be obtained. The patient was doing well postoperatively.